Event description:
Refer to h10.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. G6: follow up #01. Additional information: d4: unique identifier (UDI) added. H6 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect impact code: 2199 no health consequences or impact. Component code: 424 cap. Type of investigation: 4114 device not returned. Investigation findings: 4248 usage problem identified. Investigation conclusions: 61 unintended use error caused or contributed to event. On 24-sep-2020, a device history record(DHR) review for model oe-a63, serial number (B)(6) was performed under ivai-20-090030. The DHR review confirmed the endoscope was manufactured at the hinai clock, okinawa facility on 26-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-jan-2020. As a result of the internal investigation performed by the manufacturer under a CAPA, it was determined the distal end cap(dec) being dislodged was not related to design or manufacturing. It was determined that improved training and clarification of labeling (ifus) would be helpful in ensuring proper attachment and continued safe use of the device. Refer to resolution section for additional details. As a result of the dec investigation and associated CAPA, pentax has updated the labeling (both the distal end cap IFU and the duodenoscope IFU) for ed34-i10t2. The instructions were updated to include additional wording and illustrations to help ensure a more secure attachment of the distal end cap. In addition, the warning section of the ifus have been updated to notify users of the associated risks with the distal end cap (oe-a63) unexpectedly becoming detached during a procedure. The update also notifies users of what immediate actions should be taken in case the event occurs. These changes were cleared in 510(k) k210710 and distributed to the installed base via a 21 cfr806.10 field corrective action (2021-004-c). In addition, a quick reference guide utilizing existing labeling was created, laminated and attached to video processor carts at all us customers of the ed34-i10t2. Training to the quick reference guide was completed at all sites, and an instructional video was produced and has been distributed to all sites. The in-service video provides instructions on proper attachment of the disposable end cap to ed34-i10t2 was created and distributed via showpad and pentax youtube. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the operating room during use in the united states. A nurse from the user facility reported that a physician was attempting to pass a biopsy forcep during ercp case when it dislodged the distal end cap while inside patient, involving a pentax medical accessory model oe-a63, lot #0011010, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). The sales rep responded with additional event details via email on 28-aug-2020. The sales rep confirmed the distal end cap(dec) being dislodged and fell into the patient while the physician was passing an unknown biopsy forceps during a treatment endoscopic retrograde cholangiopancreatography(ercp) case. The distal end cap was quickly retrieved and a new dec, same lot number 0011010, was used to finish the procedure successfully, and the duodenoscope remained in circulation. Patient information was requested but not available from the facility. The facility does perform pre-procedural checks and use for the product involved as well as accessory and reprocessing instructions for use(ifus). The complaint is currently under investigation.